Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not fully seat into the tibial baseplate.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned component found that the distal surface of the device exhibits gouging and the dovetail feature is heavily gouged and compressed on one side. Dimensions were found conforming to print specifications where measured. Device history record was reviewed and no discrepancies were found. The compression of the dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. Based on the fact that controls are in placed to prevent and/or capture the condition under evaluation, that the unit was evaluated and all measured dimensions were found as per zmbv specifications. The most probable assignable cause of the events was a mishandling of the units outside of zimmer biomet controls. Therefore, possible misuse is considered as the root cause of the issue. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.